Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. This evaluation was not able to establish a relationship between the failures reported and the device. The visual inspection found no defects, the functional evaluation found no fault. The device was fully tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed which shows in the previous four years there have been further instances. At this time it has been deemed that no further action is required in relation to this complaint. This investigation has now been closed and recorded as no fault found. Fail to alarm: it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Suction failure can occur as a result of an insufficient seal on the dressing. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device cannot suck the liquid. When the dressing gets detached, the alarm does not start, no patient harm reported.